Event description:
It was reported to philips that the customer attempted to access diagnostic mode to check device logs, but it goes into configuration mode when the buttons to access diagnostic mode are pressed. There was no reported patient or user involvement and no adverse patient/user impact.